Manufacturer narrative:
The user facility submitted medwatch (B)(4) related to this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to detach (disconnect) the patient line of a homechoice cassette from the transfer set. This occurred after treatment of peritoneal dialysis therapy. The patient line was cut to disconnect from the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.